Manufacturer narrative:
The device error log was available for investigation. In the scope of investigation it was found that in addition to the observed communication problems between the cockpit (display) and the ventilation unit, a reboot of the ventilation unit for unknown reason occurred on (B)(6) 2020. The reason for this single restart is unknown and was alarmed as specified. The restart sequence lasts for a maximum of 8 seconds. During that time the emergency-breathing valve remains open to ambient allowing for spontaneous breathing. After successful restart the ventilation will be automatically resumed and continued with the latest settings. The cockpit problems were related to the hard disk (ssd). If the hard disk is not accessible for the microprocessor system, the safety software initializes a warm start of the cockpit infinity c500 (display). If the hard disk is not accessible even during the warm start, the cockpit's boot process can not be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. In this case, the ventilation continues with the set parameters. Monitoring functions and the user interface of the cockpit are not available. Safety-relevant parameters such as fio2, minute volume or airway pressure are displayed in the additional oled display, in which the user can see the ongoing ventilation. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use the device cockpit restarted, however the unit did keep ventilating. There was no patient injury reported.